Manufacturer narrative:
An event of material bent with patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Upon review of the two images received, visible dents were noted on the delivery system. Based on the available information, a cause for the reported material bent could not be conclusively determined. It is possible that difficult patient anatomy contributed to the event, however this cannot be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2026, a 14f amulet delivery sheath was selected for use during a procedure. A pericardial effusion was noted prior to the procedure. The transseptal puncture was performed in the inferior posterior location as planned. During the procedure, the physician was working on entering the left atrial appendage (laa) when the pericardial effusion was again noted, and it was identified in the left ventricle, measuring 10 mm and described as circumferential. The patient was taking acetylsalicylic acid when the effusion was noted. The patient¿s act during the procedure was greater than 350, and 7,000 units of heparin were administered. The left atrial pressure at time of procedure was 12 mmhg. The patient was in sinus rhythm. It was reported that the delivery sheath became twisted due to kinking of the femoral vein, and rotation of the sheath was not possible. The pericardial effusion was resolved through pericardial drainage and protamin. The physician noted that the device could not be implanted because the sheath could not be rotated into the correct position to enter the laa due to the kinking. Multiple wire or sheath exchanges occurred, and the wire was positioned in the pulmonary vein. Only the device was exchanged, while the delivery system remained the same. The patient was reported to have tortuous anatomy, and the delivery system was inspected prior to use and flushed per IFU. The physician believed that the delivery system twisted due to patient anatomy. The pericardial effusion was treated with pericardial puncture and administration of protamine, which was given after the procedure. The physician did not conclude that cardiac tamponade was present. The patient remained stable throughout the event. The procedure was subsequently completed using a new 14f amulet delivery sheath. The user did not believe the pericardial effusion was related to an abbott device and attributed the cause to the guidewire, with no allegations made against abbott devices or the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.